Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00754, 0001822565-2024-00756, 0001822565-2024-00757, 0001822565-2024-00758, 0001822565-2024-00759, 0001822565-2024-00760, 0001822565-2024-00761, 0001822565-2024-00762, 0001822565-2024-00763. D10: medical products: item#: 110029132, +3mm lateral offset 40mm diameter glenosphere; lot#: 65569156. Item#: unknown, unknown bearing; lot#: unknown. Item#: unknown, unknown baseplate; lot#: unknown. Item#: unknown, unknown central screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown stem; lot#: unknown. G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately a little over one (1) month ago. Subsequently, the patient was revised due to infection seventeen (17) days later. Multiple attempts have been made to obtain additional information, but no additional information has been received at this time.

Manufacturer narrative:
(B)(4). During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.